Event description:
A surgeon reports that after implanting an intraocular lens (iol) in a patient's eye, he noticed a problem with the iol. The incision was enlarged minimally to facilitate removal of the iol. An alternate iol was implanted without any problems. Additional information has been requested.